Event description:
Hemovac drain was inserted post-op microdiskectomy. The next day, the drain was to be removed. The rn tried and met resistance, so she stopped and sought assistance from her charge nurse, who also tried and met resistance. They then notified the physician's pa who attempted to remove the drain. The pa gently pulled on the hemovac tube which came out, but the end was jagged and appeared to be only partially complete. It was felt that part of the tube was still inside the patient. Physician was notified and took patient back to the or for exploration of the wound, release of the drain and removal.